Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified craniotomy surgical procedure, it was observed that the craniotome device had bad bearings and it would not accept the cutting burr device. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had worn out bearings and failed the cutter insertion test due to worn out bearings and neuro tip leg being drilled into. Therefore, the reported condition was confirmed. It was also determined that the bearings are worn out and loose creating a situation where the cutter was not able to be inserted. This was due to the bearings no longer being in axial alignment which would not allow the cutter to pass through. It was determined that the failure was caused by worn out bearings (normal wear). It was determined that the drilled neuro-tip leg was due to excessive lateral force being placed on the device which caused the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The assignable root cause was determined to be due to normal wear and use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.